Manufacturer narrative:
Additional information: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 10-jan-2025. The device product history records (DHR) have been checked for the available serial number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, most likely cause here is a loose contact at the plug or a cable break that has led to the failure. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a gastric bypass procedure using a robotic laparoscopic approach, the surgical team encountered an issue with the endoscope. A message appeared indicating "endoscope head not compatible" when the endoscope was inserted. As a result, the team exchanged for a new endoscope and converted to a standard laparoscopic procedure to complete the surgery. There was no patient injury. Due to the change from robotic to standard laparoscopic procedure, the case deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).